Manufacturer narrative:
Based on the claim against the product noting the harmonic ace instrument tip broke inside the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the blade broken. The blade broke at roughly 0.633¿ from the base. The broken piece was not returned. The complaint regarding the harmonic ace instrument tip broke inside the patient was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the harmonic ace instrument was used for a surgical task and broke inside the patient. The fragment was retrieved during the same surgical procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.